Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer treated their high blood glucose with manual injection and blood glucose level was dropped to 50 mg/dl. The customer treated their low blood glucose level with food. Customer stated that the infusion set cannula was bent. The customer was declined for troubleshooting of high and low blood glucose level. The insulin pump will not be returned for analysis.